Event description:
A customer observed imprecise phyt results on quality control samples tested on the vitros 5,1 analyzer. No biased patient sample results were reported out of the laboratory when this event occurred. Biased results of the direction and magnitude observed could result in inappropriate physician action. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
Investigation into this event found that imprecise phyt results were noted during an investigation of quality control results. An ocd field engineer verified the vitros 5,1 analyzer's performance and an alternate vitros phyt slide lot has resolved the issue. The root cause the event is unknown.